Manufacturer narrative:
The customer has not returned the meter or the test strips. A specific root cause could not be identified for this event. No product has been returned to complete the investigation.

Event description:
A director of nursing complained that a patient had a gi bleed 4 days after being tested on the patient's coaguchek xs meter with an unspecified serial number. The result was questioned since it was within the patient's therapeutic range. The patient's therapeutic range is 2.0-2.5 inr. On (B)(6) 2016 the patient was tested on his meter using his strips and had a result of 2.5 inr. This result was reported to the doctor on (B)(6) 2016. No changes were made to the patient's coumadin dose. The nurse testing the patient believed the result to be within the patient's therapeutic range and took no further action. On (B)(6) 2016 the patient was taken by ambulance to the emergency room and was hospitalized due to a gi bleed. The patient was tested at the hospital laboratory by an unknown method and the result was greater than 6.0 inr. The patient was administered vitamin k shots during his hospital stay. As of (B)(6) 2016 the patient was still in the hospital and was being transferred out of the ICU into a regular room. The caller doesn't know if the patient has apa syndrome. The patient does not take heparin or direct thrombin inhibitor drugs. The patient had no diet changes and no new illnesses or medications. The patient experienced no unusual bleeding or bruising preceding the (B)(6) 2016 test. The suspect product has been requested for investigation.